Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 15 patient samples on an atellica ch 930 analyzer. The discordant results were reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results were lower than the discordant results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 15 patient samples. Quality controls recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse removed and cleaned the dilution probe, sample probe, reagent probe 1 (r1), reagent probe 2 (r2) and reaction washer tubing. The cse also removed and replaced the dilution cuvettes, dilution washer probe 1, dilution washer tubing and a two-way valve. Siemens further investigated the issue and determined the potential cause of the falsely elevated co2 results was due to a combination of factors related to sample predilution and reaction cuvette washers, which was resolved with the service actions described above. The instrument is performing according to specifications. No further evaluation of this device is required.